Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 27mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of five (5) years and one (1) month due to an early degeneration of the mitral bioprosthesis with an insufficiency of 2-3/4 due to thickening, retraction of one of the leaflets, and rheumatic disease. The patient presented with dyspnea with no stenosis (gradients 19/8 mmhg). The patient presented with a good lv (left ventricle) function (ef 50%) and a good rv (right ventricle) function, but moderate pht (pulmonary hypertension) (60/24 mmhg). The patient was good after the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.